Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, lot/serial#: unknown, product type programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), friend/family member, healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (0.1 mg/ml at 0.01 mg/day) and bupivacaine (37.5 mg/ml at unknown dose) via an implantable pump for non-malignant pain. It was reported that the patient went to the ICU (intensive care unit) after the patient "got a very high bolus and is intubated" as well as overdose symptoms, unconscious and on life support following the use of the patient's ptm last night (B)(6) 2022). The rep stated that they wish to shut the pump down permanently. Technical services provided pump off password after reviewing option to program the pump to minimum rate mode. Of note, the pump was programmed to deliver hydromorphone 0.1 mg/ml at 0.01 mg/day. The ptm bolus was 0.10993 mg of hydromorphone with a bolus duration of 1 hour 30 min. Technical services reviewed with caller that this bolus amount is nearly 11 times the 24 hour daily dose of hydromorphone. Additionally, the patient representative stated that they were told by the rep that they would be able to connect to the pump after it was turned off; however, the handset was showing "no pump found". The patient representative was advised that the pump reports they had reques ted should be available from the infusion service that updated the pump prior to the pump off being programmed.

Event description:
Additional information received from a consumer reported the pump had been permanently shut down as requested by the ICU physician. The pump was not able to be found since the pump was permanently shut down. The patient had injury and death, on or about (B)(6) 2022, following treatment, maintenance, servicing, and or reprogramming of the pain pump on or about on august 10, 2022.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.